Event description:
It was reported that the blue clip came disconnected from the catheter exposing wires. Customer indicated that the blue hook up came apart from the catheter on the outside of the pt's body. No pt complications were reported. Replaced catheter with another one.

Manufacturer narrative:
Device not returned.